Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a display anomaly. The insulin pump¿s screen was black. They had changed the battery with 3 brand new ones. The screen came up and they had received an unexpected restart alarm. They did a reset on the insulin pump but then the screen went black. The customer stated the display anomaly had been happening for 3 months. Troubleshooting was performed but the black screen did not disappear. The insulin pump passed the self-test. The unexpected restart alarm was resolved with a new battery. The customer¿s blood glucose level was unknown. Due to the black screen, the device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with low battery life due to voltage leak on interface board.the insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test, unexpected restart error test and off no power test. The insulin pump was tested with no missing segments/partial display, unexpected restart alarm and black display noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.